Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet displayed an alert 38 indicating consecutive motor stalls, after which the user¿s caregiver removed supplies and restarted the pump, and a replacement ilet was arranged; blood glucose was affected with a reported high of 366 mg/dl, and the user corrected with insulin injections while the ilet also issued glucose alerts. Symptoms included thirst. Outcomes included no need for medical intervention and assistance provided by the caregiver. Investigation included review of the reported alarm condition and arrangements for device replacement and return. Investigation of this device revealed a pump motor stall consistent with a device malfunction related to the insulin delivery mechanism. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive pending device evaluation.